Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead exhibited high capture thresholds. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.